Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level, and the reading did not exceed 500 mg/dl.